Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. On an unknown date, the patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital six days later and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h12h27051 and h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).